Event description:
A customer reported to beckman coulter, inc. (Bec) that a higher than expected troponin (accutni) result, above the acute myocardial infarction threshold, was generated by access2 immunoassay system for one patient. The result was reported out of the laboratory to emergency department. Repeat testing produced lower results within the normal reference range. Corrected report was sent out within 30 minutes from the initial report. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a 5ml lithium heparin plasma tube with a gel separator. The customer centrifuges samples for eight minutes at 3500 rpm at room temperature in a swinging bucket centrifuge. The sample was analyzed from an aliquot in a 1ml insert cup that was obtained from a non-hemolyzed, half full tube. The customer stated that the sample was drawn by a phlebotomist who noted that the patient was a difficult draw. Per the customer supplied qc charts, all three levels of accutni qc were within the established ranges on the day of the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, and the results passed within instrument specifications. Per the customer supplied event log, there were no errors posted in conjunction with this event. Service was dispatched on (B)(4) 2011 for this event. The field service engineer (fse) performed a routine system check and a high sensitivity system check. All system check results passed within instrument specifications. The fse also performed a ten replicate accutni qc test, which was successful. The customer stated that upon inspection of the sample it was indeed a short draw and appeared to contain some fibrin. Although pre-analytical factors may have been a contributing factor, a definitive root cause has not been determined to date for this event.